Event description:
It was reported that "while setting trays up to take to surgery from our warehouse, I noticed that the tip of the inner draw rod for the revision driver had been broken off. This instrument can no longer be used."

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the threaded tip of the returned reflex-hybrid revision driver draw rod was confirmed to be broke. Mfg record review: no discrepancies noted. Complaint history analysis: the (B)(4) previous records have been received involving (B)(4) units relating to draw rod tip deformations on the reflex-hybrid revision driver. Investigations into past complaints concluded that the failures were the result of user-error i.e over-angulation of the draw rod when connected to the screw and/or insufficient depth of screwing between the draw rod and screw. Risk assessment: no pt involvement and there were no reports of adverse consequences. Should this occur in surgery, the reflex-hybrid revision driver draw rod is made of biocompatible stainless steel to mitigate the risk of broken tips remaining inside the pt. Conclusion: the instrument failure is believed to be the result of user-error. The surgical technique states that while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft.